Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient experienced discomfort in their right hip since they were implanted. Their implant is located on their right side. Their physician advised that the device could not cause pain. The patient had an x-ray done, but nothing was found. The patient later had a cortisol shot with no resolution. The patient also reported that they could feel their battery when laying down or sitting certain ways. At their post-operation appointment, the physician told the patient that the pain would improve. The patient stated that the pain did improve but was still present, so they were advised to follow up with their physician and to turn their stimulation off. The patient was treated for overactive bladder and symptoms and they have improved with their device being implanted. Their physician stated that the hip discomfort was bursitis from a trauma and it might have been twisted during the implant procedure. There were no additional patient complications.

Event description:
It was reported that the patient experienced discomfort in their right hip since they were implanted. Their implant is located on their right side. Their physician advised that the device could not cause pain. The patient had an x-ray done, but nothing was found. The patient later had a cortisol shot with no resolution. The patient also reported that they could feel their battery when laying down or sitting certain ways. At their post-operation appointment, the physician told the patient that the pain would improve. The patient stated that the pain did improve but was still present, so they were advised to follow up with their physician and to turn their stimulation off. The patient was treated for overactive bladder and symptoms and they have improved with their device being implanted. Their physician stated that the hip discomfort was bursitis from a trauma and it might have been twisted during the implant procedure. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort and implant pain ware defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.